Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: no patient harm. An IV pump that is having an issue. Staff states the pump is giving a "pump problem" message. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.